Event description:
It was reported that the resuscitaire blender module was not alarming once any of the central gases were missed (no sound alarm). No adverse patient impact was reported. A failure to alarm during use on a patient could result in a delay in treatment/intervention if needed.

Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Event description:
It was reported that the resuscitaire blender module was not alarming once any of the central gases were missed (no sound alarm). No adverse patient impact was reported. A failure to alarm during use on a patient could result in a delay in treatment/intervention if needed.

Manufacturer narrative:
A complaint was received regarding the resuscitaire blender not alarming. Additional information was provided noting a draeger technician was called in to perform a one time preventive maintenance on some of the devices at this site. The reported issue was discovered during this preventive maintenance. The device was installed in 2011 and after the warranty period, draeger was no longer servicing the unit, therefore there are no records of previous maintenance of the resuscitaire or calibration of the blender. The blender was sent to the draeger repair bench for evaluation. Root cause of the reported issue was identified as a failure of a component in the pneumatic alarm circuit inside the blender. After replacement of the failed pneumatic alarm circuit component, the blender will be calibrated and returned to the customer. A 12 month query of the complaint database did not shows this as an isolated case. Note that the instruction for use (IFU) for the resuscitaire, maintenance section indicates yearly inspection/safety checks be performed (which includes function check of the blender alarm) and calibration of the blender be performed every 2 years. Additionally, the IFU provides the following warning always monitor o2 concentration levels if the oxygen supplied to the device is less than 100% oxygen. The blender is calibrated using 100% oxygen. Measure o2 concentration levels from the oxygen supply with a calibrated oxygen analyzer. Oxygen supplied to the device at levels less than 100% may lower the oxygen concentration to less than the level set on the device. Patient injury could occur. H3 other text : see h10.